Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a shocking/jolting sensation. Action was not taken yet but was planned. The patient felt shocking in the right buttock area with stimulation on or off and was complaining of discomfort along the lead sites, which were implanted peripherally. The patient was going to be seeing a healthcare provider (hcp) on (B)(6) 2014. The patient had pain, pain shocking sensation with stimulation on or off, at the lead location and right buttock area. Patient status was alive, no injury. No diagnostic testing or troubleshooting was performed but would be in the future. It was later reported that the stimulation was comfortable when on, although it was not helping her pain as much as she had hoped. The complaint of ¿shocking¿ feeling in the right buttocks came on suddenly with stimulation on or off, and was a different feeling than the tingling was with the implantable neurostimulator (ins). This started shortly after implant. The right lead was uncomfortable under her skin because she could feel it, and there were complaints of the battery site in the left buttock still sore. The hcp discussed future revision of right lead or explant if she desired. At the time of the report the hcp started the patient on a lidoderm gel for sites. There was no planned intervention, and the cause of the event was unknown.